Event description:
It was reported that this pacemaker had difficulty being interrogated by a communicator. Technical services (ts) was contacted and reviewed the available data. Additionally, it was noted that this device appeared to be at elective replacement indicator (eri). This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had difficulty being interrogated by a communicator. Technical services (ts) was contacted and reviewed the available data. Additionally, it was noted that this device appeared to be at elective replacement indicator (eri). This pacemaker remains in service. No adverse patient effects were reported. Additional information received detailed this device was explanted due to normal battery depletion and successfully replaced. No additional adverse patient effects were reported.